Event description:
It was reported that the patient experienced a heart rate below the programmed lower rate of the implantable pulse generator (ipg). It was reported that the right atrial (ra) lead exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) events resulting in unnecessary pacing at times. It was reported that the ra lead exhibited oversensing resulting in misclassification of episode type. It was also reported that the ra lead exhibited a decrease in bipolar and unipolar impedances. It was noted that the patient underwent a bypass procedure on the same day. The ipg and the ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w1dr01 ipg, implant date: (B)(6) 2026, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.